Event description:
Customer reports a button error alarmed on the insulin pump. Customer states he recall lying on the pump when it alarmed button error and also passing pump through a high magnetic filed. Customer's most recent blood glucose level is 129 mg/dl. Advised customer to discontinue use of the insulin pump because it will need to be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump was unable to complete testing due to prime alarm. Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump also received with minor scratches on lcd window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads and scratched around casing. Motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.